Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose declined to 38 mg/dl. The customer did not state if they treated for their blood glucose at the time of the call. The customer was disconnected from the call before further information was collected. The customer declined to return the insulin pump for analysis.